Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and it was stuck in the rewind complete or bolus delivery loop process and piston was not reaching the back of the reservoir . Blood glucose level of the customer was 374 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.